Manufacturer narrative:
The manufacturer had previously reported that the interface board was replaced to correct a test failure. The system board was replaced not the interface board.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's interface board was replaced to address the issue.